Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a bilateral mastectomy with bilateral trans flap procedure, the surgeon fired the first device and while attempting to clip vessels, cut a vessel. The second device, while raising the flap and applying the clips, cut rather than ligated the vessel. The result was bleeding. There was no transfusion required for the pt but it did make it more difficult for the surgeon to continue the case. The surgeon used a single clip to complete the procedure. No extended or time reported. There was no adverse consequence to the pt.